Event description:
It is reported that the pt is presenting with pain.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: the primary surgical notes have been provided. The primary surgical notes stated that the hip was stable through the range of motion. In general, pain can occur from one or a combination of the following: dislocation of the joint; infection; soft tissue impingement of the prosthesis; pseudo tumors due to particulate debris; leg length / offset discrepancy; loosening of the prosthesis; fracture / breakage of the prosthesis. Based on the info provided, a definitive cause for the experience observed cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.